Manufacturer narrative:
B3: date of event: corrected.

Event description:
Agent: (B)(6). It was reported that restenosis occurred. On (B)(6) 2022, the subject presented with unstable angina and the mid rca was treated with 4.0 mm x 12 mm synergy drug eluting stent. On (B)(6) 2024, the subject was diagnosed with in stent restenosis (isr) and was admitted on the same day for further evaluation. At the time of an event the subject was on aspirin, which was continued. The 90% in stent restenosis at the mid rca was treated by other devices. The residual stenosis was 20% and timi flow was 3. On (B)(6) 2024, lab test revealed atrial fib rvr considered unrelated to the stent, for which hospitalization was prolonged, and which was treated with medication. The isr was considered to be resolved/recovered, and the subject was discharged with dapt. It was further reported that on (B)(6) 2024, the subject started experiencing exertional mid chest tightness. Coronary angiography revealed 90% isr at the mid rca and revascularization was recommended. The isr was treated with a 3.5 mm x 15.0 mm emerge balloon, a 4.0 mm x 8.0 mm nc emerge, a 4.0 mm x 12.0 mm nc emerge and a 4.0 mm x 12.0 mm agent dcb.

Event description:
Agent ide. It was reported that restenosis occurred. On (B)(6) 2022, the subject presented with unstable angina and the mid rca was treated with 4.0 mm x 12 mm synergy drug eluting stent. On (B)(6) 2024, the subject was diagnosed with in stent restenosis (isr) and was admitted on the same day for further evaluation. At the time of an event the subject was on aspirin, which was continued. The 90% in stent restenosis at the mid rca was treated by other devices. The residual stenosis was 20% and timi flow was 3. On (B)(6) 2024, lab test revealed atrial fib rvr considered unrelated to the stent, for which hospitalization was prolonged, and which was treated with medication. The isr was considered to be resolved/recovered, and the subject was discharged with dapt.